Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that in the year 2023, the study patient underwent a surgical bypass procedure in the femoropoliteal artery with a bovine pericardial patch. On (B)(6)2024, the study patient underwent a procedure, with placement of one 3.5x38 mm xience prime stent implanted in the proximal bypass-anastomosis bypass. The patient was compliant with the dual antiplatelet therapy (dapt); however, dapt was paused due to an unrelated surgical procedure on (B)(6)2024, then re-started post operatively. On (B)(6)2024, the patient was noted to have a cold left foot, in comparison with the other leg, no palpable pulses, and livid coloration of the toe. There was a total occlusion of the bypass, due to thrombus. The previously placed patch was nearly perforated [dissection] by the study stent, as the patch material is very thin and at a greater risk of rupture than the bypass/vein itself. The study stent was surgically explanted and a re-do bypass was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. The reported patient effects of dissection, ischemia and thrombosis/ thrombus are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a